Event description:
The customer reported that the system was hanging during startup. This means that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.